Manufacturer narrative:
Continuation of d10: product type implantable neurostimulator product ID neu_wrench_acc product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in pre-op, impedances were checked on implantable neurostimulator (ins) and all were normal. However, upon implanting the new ins, impedances on contact 3 contact were over 5k ohms. Physician disconnected the extension from the top port, dried it off and plugged it back in which resulted in contacts 2 and 3 contacts being over 5k ohms. Physician repeated the process and impedances then showed contacts 1, 2 and 3 were out of range. Physician swapped the extensions in the ports of the ins and this resulted in contact 3 and 11 being high. Physician disconnected extensions, dried them, suctioned the ports, reconnected extensions and impedances showed contact 3, 10 and 11 out of range. Caller stated physician noted they would not be able to replace the extension(s) during this procedure as the patient was not under general anesthesia. At this time, physician requested a new ins. Upon implanting the other new ins, contact 3 remained high. However, after running impedances again, all contacts were in range and physician close d the patient. Impedances were checked again in post-op and impedances remained in range, patient was able to be programmed (which included contact 3) successfully. Caller stated that physician reported having trouble putting the extension back in the top of the port of the first ins in that it was to push it in. However, when the physician switched to the new ins, the extension slid in easier and the torque wrench sounded differently, like it made a different resistance sound and sounded more "normal". Caller has non-implanted ins to return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that cause of the impedance issues were not able to be determined although there was unconfirmed speculation regarding the neurostimulator.

Manufacturer narrative:
H3: analysis of the ins b35300 (B)(6) determined that the implantable neurostimulator (ins) passed functional testing. No significant anomaly was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.